Event description:
An authorzed service ctr for the MFR (mckinley medical) reported a complaint received from a user facility. The user facility returned an electromechanical ambulatory infusion pump, stating that they experienced a condition of drug under delivery. The degree of under delivery was not provided by the user facility. There is no report of pt injury.